Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker did not produce sound due to a defective speaker. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that the mx40 device is displaying a speaker malfunction error. The biomed also states that some/yellow alarms will play at a low tone and some will not play any sounds at all. The device was not in use on a patient at the time of event, there was no patient involvement. Results of functional testing indicate that the speaker did not produce sound due to a defective speaker.